Event description:
A hospital in (B)(6) reported via a distributor that an air leak occurred on a breathing circuit. During investigation of the complaint device on (B)(6) 2013, an mr290 autofeed humidification chamber was received and found to have a torn feedset. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(6) and visually inspected. Results: visual inspection revealed that there was a break in the feedset tube where it is inserted into the chamber. The surface of the break is rough and not smoothly cut. Conclusion: the damage appeared to be due to the feedset tube being pulled, away from the chamber, possibly from the feedset being caught or under tension. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).